Event description:
It was reported that during a colon resection the device would not open when the handle was actuated. The device was not on a vessel or artery when the jaws would not open. There was no tissue trauma reported. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received in good physical condition. The complaint was for an (B)(4) but received was an (B)(4). The device was tested with a generator and the device performed as required during testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No issues were found with the handle. The instrument would open and close as expected. There were no anomalies noted with the functionality of the device. It is possible that the device returned was the device used to complete the procedure.